Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. No moisture damage found on electronic assembly and motor. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump was exposed to moisture. The customer's mother reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 482 mg/dl at the time of incident. The customer's mother stated that they have not treated the high blood glucose at the time of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.